Manufacturer narrative:
The lens was returned. Solution was dried on the lens. One haptic is broken. The lens was tilted in the well area and pressed against two posts of the lens case. This lens model is qualified for use in three different cartridges. It is unknown if a qualified lens/cartridge combination was used. The product investigation could not identify a root cause. The lens was damaged. It is not clear if the lens contributed to the reported complaint. (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. Zip code is not indicated at this time. The manufacturer internal reference number is (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure the patient experienced severe dizziness and halos. The lens was exchanged for a different model lens in a second procedure. Additional information was requested.